Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was lost. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. Due to this, the customer became hypoglycemic with symptoms of shaking, disoriented, and dizziness. The customer was unable to self-treat, requiring third-party treatment of juice and cookies. No further information was provided. There was no report of death or permanent injury associated with this event.